Event description:
A patient contacted a baxter technical service representative regarding a system error 2240/2367 alarm (air in line) during dwell 3 of 4 on the homechoice. There was nothing found during troubleshooting that would have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time this report.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is received, a supplemental medwatch will be filed.